Manufacturer narrative:
Batch review performed on 23 september 2024 lot 2103703: (B)(4) items manufactured and released on 20-july-2021. Expiration date: 2026-07-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in reporting pain due to a loose glenoid baseplate. The cause of the loose glenoid baseplate is unknown. The surgeon converted the patient to an anatomic shoulder. The surgery was completed successfully.

Manufacturer narrative:
Additional information reported in the section b5 describe event or problem: patient's bone quality poor.

Event description:
Patient's bone quality poor.